Event description:
A pt reported experiencing inaccurate high results with a otu meter. The pt's blood glucose results were 113 mg/dl vs 82 lab. Tests were done within 10 minutes with a difference of 31%. Pt did not experience any adverse events. No further info has been reported.